Event description:
On (B)(6) 2012, the surgeon performed an arthrodesis on the patient utilizing the ifuse implant system placing three implants. Patient did well for a while after the initial surgery, but the si joint pain later returned. Si joint pain was confirmed by diagnostic injections. On (B)(6) 2013, the surgeon performed a revision surgery and placed two additional ifuse implants (both 4 x 35mm) to stabilize the si joint.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of analysis, IFU and fmea, the root cause could not be determined with the information provided.